Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the insulin pump alarmed and was unable to clear. Troubleshooting was not completed. The customer's blood sugar is unknown.